Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia, on (B)(6) 2019 with blood glucose level was 734 mg/dl and treat with two to three dose of insulin and sealing at hospital. Customer stated that the infusion set at the site was ripped by the tape and the plastic peace. Customer declined to troubleshooting as customer they were in the hospital. The devices will not be returned for analysis.